Event description:
It was reported that the cot dropped to the ground. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer has been retrained on proper use of the device.

Event description:
It was reported that the cot dropped to the ground. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4): device evaluated by the distributor.